Event description:
The patient was experiencing pain due to the pump continuing to flip. The patient had fluoroscopy done and it was determined that the pump was flipped. They were able to flip the pump over and refill it, but it flipped again. The patient would be having surgery within the next 30 days to revise the pump; the date was not scheduled yet. The device system was used to deliver morphine.

Manufacturer narrative:
(B) (4).